Event description:
The physician claims that the device was implanted for a [tea] procedure. Following declamping of the vessel, blood was observed leaking proximal to the guideline of the patch. The physician applied tabotamp three times, 25 minutes of compression and 2ml of protamine sulfate to stop the bleeding. The patch then became blood-tight. The patch was left in. The physician elected to leave the last tabotamp application on the patch. There were no complications to the patient. Additional information received on 19 jun 2007: procedure was a trans-endarterectomy of the left carotid. The post-operative condition of the patient was good. The quantity of blood leaked/lost through the graft is unknown and appears, at this time, to be unattainable.

Manufacturer narrative:
Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following our investigation, which included a physician's report and a device history review, we have concluded that due to a lack of sufficient information, a probable root cause for this incident cannot be determined at this time. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.